Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided and no sample received for evaluation at this time, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, a patient experienced a corneal burn. The surgeon injected viscoelastic before ultrasound oscillation. Fragmentation was started and an occlusion alert sounded and did not stop. Misty dust was observed in the eye. Phacoemulsification was tried for a while before switching out the phaco tip and handpiece to complete the case. On the one day postoperative visit, the cornea was deformed and astigmatism was noted. Additional information was received from the surgeon reporting sutures were required and multiple corticosteroid and steroid injections were performed postoperatively.